Event description:
It was reported that there was high atrial impedance. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58 implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the patient experienced tingling.